Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and over sensing. It was reported that the patient was not pacemaker dependent. The lead was surgically abandoned and replaced during routine device replacement. No additional adverse patient effects were reported.